Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was charging every 2-4 days, which was more frequently than before. When pss asked when patient noticed change in recharge frequency caller said she didn't know, but that it had been a while. Pss reviewed how individual's usage/settings can effect how often ins needs to be charged. Caller said that patient had not changed settings or had reprogramming since the change happened. Caller said that patient has fallen 10 x's in 2020. Pss redirected caller to hcp. Caller said once covid ended she would get appointment with rep for patient. Caller mentioned that patient has been reprogrammed by rep before, and caller has rep's contact info.